Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incident from this lot. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent system instructions for use as a adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca). The 2.5x12mm xience prime stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a proximal edge dissection was noted. Therefore, a 2.25x12mm xience prime stent implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.